Event description:
It was reported that this right ventricular (rv) lead was found to have high thresholds. An x-ray was performed and revealed that this lead had dislodged. A lead revision was performed successfully. No additional patient adverse effects were reported.